Manufacturer narrative:
(B)(4) = jaws. The el5ml device was received inserted through a reprocessed trocar. Upon visual inspection of the device, it was noted that the shaft was broken at the tissue stop area and both jaw legs were disengaged from cam. Due to the returned condition of the device no further testing could be performed. Possible causes for the damage found on the shaft may be inadvertent pressure placed on the device shaft through bending, pressing against the trocar, other devices on the back table, using the device as a retractor or moving heavy tissue with the device shaft. However, no conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device locked out. No additional information was available. Another device was used to complete the procedure. There was no patient consequence.